Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection revealed that the clevis fixture was broken on both sides of the device, and the broken pieces were not received. Despite the damage, the blades of the device opened and closed smoothly, and the device rotated without difficulty during evaluation. It was reported that during the laparoscopic abdominoperineal resection (apr) procedure, the device broke whilst being held in position inside the patient's abdomen. The mechanism gave way and snapped. The broken device fell into the patient's cavity and was retrieved with no issue. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur due to applying excessive stress over the clevis. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: IFU indicates that the device is contraindicated for certain applications. IFU indicates that the device is to be disposed of proper ly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic abdominoperineal resection (apr) procedure, the device broke whilst being held in position inside patients abdomen. The mechanism gave way and snapped. The broken device fall into patient cavity and was retrieved with no issue. To resolve the issue, a new retractor was used. There was no patient injury.